Manufacturer narrative:
Complaint is confirmed. Three unpackaged ar-1204as-90 batch numbers: 2207123808 were received for investigation. Visual evaluation revealed that the three devices' cutter tips were broken off before receipt for investigation. Visual evaluation found debris and burrs on the shaft and tips of the devices. This event is most likely caused by prying/leveraging, or excessive bending forces applied during use.

Event description:
It was reported that during a cruciate ligament surgery the tips of the devices broke. All broken parts were retrieved from the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.